Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-11513, reference MFR. Report#: 1627487-2018-11514. It was reported the patient has fallen on multiple occasions since being implanted. In turn, the patient has been receiving inadequate therapy. Also, one of the patient's leads was found to have migrated via x-rays. An impedance check revealed the patient's lead located at t12 showed high impedance. As a result, the patient plans to undergo surgical intervention to provide resolution. Note: it's unknown which lead has migrated.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-11513, 1627487-2018-11514. It was reported during follow up the patient underwent surgical intervention during which the patients t12 and l2 leads were explanted and replaced. Surgical intervention resolved the issue. Note: all of the patient's leads are being reported as explanted because it unknown which device was replaced.